Event description:
It was reported that during a coronary stent procedure, the tip of the wire broke during removal after placement of two stents and angioplasty. No attempts were made at retrieval and the tip remains in the pt. Pt status is listed as "okay".